Event description:
During evaluation of a returned dialyzer by baxter personnel, it was noticed that bubbles were coming from the venous header cap and in the fibers of the dialyzer. No additional information is available.

Manufacturer narrative:
(B)(4). This is an ancillary service event opened during investigation of (B)(4). Initial evaluation confirmed the reported condition. A retained sample from the same lot was visually and functionally tested by (B)(4) with no damage or leaks noted. A manufacturing batch record review was performed by (B)(4) with no issues or abnormalities noted during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed and there was some blood leaking through the header cap where it is screwed on at the dialyzer. A leak test was performed and at venous end there were bubbles inside the fibers which was air bubbles. No leakage was found at the connection of dialyzer and the bloodline. The sample was not confirmed for the reported problem and the root cause was undetermined. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. This issue is being investigated through CAPA.